Event description:
It was reported that the seat on a shower commode chair was cracked and scratched the user on the butt. No medical intervention was required. Should additional relevant information become available, a follow-up report will be submitted.